Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited under-sensing. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.